Event description:
It was reported the customer's blood glucose was high 596 mg/dl. Customer noticed high blood glucose when customer was at the doctors. Customer's mother stated they got home, did a set change and the cannula was bent. Blood glucose was treated with manual injection. Customer's mother was advised to disconnect the device from customer. The drive support cap was reported normal. Customer's mother did not perform high pressure test. Settings on the device were correct and looked ok. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.